Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they right iui connector corroded; right iui replaced. Software version as found 9.33.1, as left 9.33.1. Based on the findings, service determined that the proximate cause of the reported issue was due to corrosion of the right iui. A review of the device history record showed the device had a manufacture date of 07nov2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the right iui connector of the device was corroded. There was no patient involvement.

Manufacturer narrative:
Additional in h6, h10 a review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the right iui connector of the device was corroded. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the right iui connector of the device was corroded. There was no patient involvement.

Event description:
It was reported that the right iui connector of the device was corroded. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.